Manufacturer narrative:
(B)(4). Manufacture date: december 2, 2013 ¿ december 3, 2013. Evaluation: the device was received for evaluation with approximately 90 ml of fluid within its bladder. Visual inspection did not show any defects. Flow was observed when the luer cap was removed from the distal luer. The reported problem was not verified. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a small volume folfusor stopped infusing. The nurse noted that 25% of the solution infused after 47.5 hours. This occurred during infusion of 50 ml (26.88 mg) of fluorouracil in 43 ml of 5% glucose. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). There were no nonconformities, failures, rework, or deviations documented in the manufacturing batch records associated with the reported problem. There were no changes to specifications, test methods, processes, equipment, or raw materials documented in the lot 13n013 batch records that could be associated with the reported problem. There were no issues found in the lot 13n013 batch records or prior and subsequent lots that could be related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.